Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the device was not working and at first it worked like a dream, but wasn't programmed very well. The patient stated it was alright for the right side but bad for the left and she felt stimulation under her ribs. The patient had stitches taken out and the device was reprogrammed. Initially the patient reported that x-rays showed that the leads moved but the healthcare professional (hcp) confirmed that the leads had not moved. The patient noted it stopped working on (B)(6) 2017 and they tried to reprogram it but the patient wasn't getting coverage on her lower back and was getting coverage on the upper back, ribs, under the shoulder blades and stomach. The patient mentioned she was in pain every day and had seen the hcp on the day of the call to reprogram but it didn't work and the hcp removed programs, shut off the implant and suggested removal. The patient wanted a manufacturer representative to fix it and stated she was tired of existing. The indication for use was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.